Event description:
During the follow-up dated (B)(6) 2023, episodes of ventricular noise were observed, which appears to be similar to a lead integrity problem. Additionally, an issue is suspected with the atrial vega r52 lead since during some episodes, a weak pacing is observed. Electrical measurements were within normal range. A re-intervention was performed on (B)(6) 2023, no further information on lead integrity was provided and the doctor left the leads abandoned in the patient's body and implanted a new pacing system.

Manufacturer narrative:
Correction: the MDR submitted is the follow-up 2 and not the follow-up 1.

Manufacturer narrative:
Additional information section g5: the PMA/510(k)# code was not populated. The code is the following one: p130010_ p950029_p980049.

Event description:
During the follow-up dated 23 may 2023, episodes of ventricular noise were observed, which appears to be similar to a lead integrity problem. The physician will evaluate the integrity of the lead in the operating room through a reintervention (the date is unknown for the moment). Electrical measurements are within normal range.

Event description:
During the follow-up dated (B)(6) 2023, episodes of ventricular noise were observed, which appears to be similar to a lead integrity problem. The physician will evaluate the integrity of the lead in the operating room through a reintervention (the date is unknown for the moment). Electrical measurements are within normal range.